Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was impossible to move the attempted left ventricular (lv) lead into the target vein. The lead was ultimately implanted elsewhere and remains in use. It was also noted that the right ventricular (rv) lead was implanted after the use-by date but remains in use. No patient complications have been reported as a result of this event.